Manufacturer narrative:
(B)(4). Patient¿s medications include: oxybutynin, metoprolol, atrovastatin, cholecalciferol vitamin d3, and warfarin.

Event description:
On (B)(6), 2011, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, computed topography identified a type ii endoleak with a growing aneurysm. The amount of aneurysm growth is reportedly 2mm. On (B)(6), 2015, an intervention was performed to repair the type ii endoleak whereby a lumbar artery was embolized. The patient was also implanted with a contralateral leg component to treat a new right internal iliac aneurism. It was reported the right internal iliac aneurism was coil embolized prior to the implantation of the contralateral leg component. The patient tolerated the procedure.